Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that automatic pullback failure occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled to perform automatic pullback. However, it became unable to perform pullback on the mid-way. The procedure was performed again and completed after the catheter was replaced and the main equipment was restarted. No patient complications were reported.

Event description:
It was reported that automatic pullback failure occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled to perform automatic pullback. However, it became unable to perform pullback on the mid-way. The procedure was performed again and completed after the catheter was replaced and the main equipment was restarted. No patient complications were reported. Device evaluated by MFR.: the device was returned for analysis. Analysis of returned product revealed that the device did not present any damage or abnormalities. The telescope assembly was able to properly pull back, advance, and retract, and it was observed that the catheter flushed normally; consequently, not confirming the reported complaint. A probable cause of no problem detected is assigned to the reported complaint issue, since the returned device showed no evidence of either the alleged issue or any defect which could have contributed with this event.

Manufacturer narrative:
Age at time of event: 18 years or older.